Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing , the device was able to properly detect a downstream occlusion. A review of the event history revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream calibration values out of range. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was alarming downstream occlusion when none was present. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.